Manufacturer narrative:
(B)(4). G2: foreign: australia. Attempts have been made to gather all product identification information, and no further information has been provided. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to a periprosthetic fracture of the stem. The stem was explanted, and the patient was implanted with competitor products.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty exhibiting femoral stem periprosthetic fracture and femoral stem component loosening. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.